Event description:
It was reported that air bubbles were observed within the canister. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting but mentioned they would ensure cartridge is being held upright and would follow up if the issue persists.